Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly replacement keypad was damaged as the metal parts where the screw go were broke, and therefore, will be replaced again. There was no reported patient involvement.